Event description:
I do holter monitoring. In mid 2/07 I started to notice that for minutes to hours at a time my monitors would go blank and record nothing. I called many pts back to my office and had their studies repeated. Still, I would have pts wear a monitor for 24 hours and frequently only record only 16 to 18 hours. I am not a detective. I wrongly concluded that one of my three monitors was defective and mailed it back to acs. But, the problem surfaced again. I looked closer and it became apparent to me that all my monitors were producing defective studies. This made me think that the acs computer that processes the info obtained by the different monitors was the source of error. It was a component common to all three monitors I own and put on pts. My tech called acs and eventually reached someone who revealed that acs has known about a bad batch of electrodes that they had shipped to customers. She stated that because they did not know who received what batch of electrodes they were dealing with the problem by waiting for drs offices to call in. I cannot believe that I have been using defective monitors since the batch arrived on 2/9/07 and have been risking not catching the presence of a serious cardiac arrhythmia. I got angry and called the sales person I deal with. She acknowledged the existence of the problem, reminded me that she was in sales and not managing the problem and offered to make things right for me. I do not know what that means. I think she is going to replace the batches of bad electrodes I bought. I asked her how they were dealing with the situation and she said that acs was waiting for people to call in. I asked her why they did not simply send a fax to all the drs they have in their data base and she said she was not sure why that was not done but agreed that it probably should have been done.